Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a fever along with oozing and serous fluid coming from the ipg site, indicating an infection. Patient was hospitalized and treated with IV antibiotics. Surgical intervention was also undertaken to explant the system. The infection has reportedly since resolved.

Manufacturer narrative:
The reported issue of the patient possibly experiencing an infection was not confirmed. This issue cannot be confirmed with product analysis. The ipg was returned without any visible anomalies that would contribute to the issue. It successfully bonded with a lab cp. When queried with the uep inductive tool, it showed the device was in the therapy application state and functional. The ipg passed functional testing on the ate. Packaging and sterility results: final packaging level: final packaging production record for 65- 3660 batch # 7956510 showed no nonconformances recorded. Sterility level: sterility record for sterile lot 35194 & 35199 showed no nonconformances recorded. Conclusion: batch production record showed no nonconformances recorded.the root cause of the issue could not be determined.